Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The battery gauge initially was at (B)(4) and decreased to (B)(4) over 4 hours and then suddenly, the gauge displayed (B)(4) without being charged. The customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections available; however, the customer would continue to use the pump until replacement pump is received.